Event description:
The device involved in this MDR report was implanted in 2005; during follow up in december 2006, the current consumption could not be measured upon device interrogation through the programmer because a tachycardia episode was in progress; the battery voltage was at 6.27v, i.e. At beginning of life. Three days later, a warning message related to detection of an abrupt battery voltage was displayed upon device interrogation and the battery voltage was at 5.40 v. However, because a device failure is suspected. The company recommended evaluating device replacement.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states the analysis is pending.